Manufacturer narrative:
MFR report number 0002023141-2020-02329 , section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62467451 was manufactured prior to (B)(6)2015. As a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k): k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 30 failed due to peri-implantitis at the implant site and was removed. Patient presented with pain related to implant #30, panrex indicated bone loss and infection and was grafted and removed, sight grafted. Surgical/medical intervention required for permanent damage: no injury to patient other than implant being removed. No permanent impairment. Additional appointment required: yes to replace implant in 4 months. Symptoms as a result of the event: pain infection and bone loss.